Event description:
While having a resection of a bladder tumor, the electrocautery sparked and made a loud pop sound. This occurred outside of the patient's body and no injury occurred to patient. The loop cautery, cord and resection tray were all switched out as the cautery cord had sheared in half.